Event description:
The event was reported that the marker wouldn't deploy in the breast. A second marker was tried, deployed successfully, and the case was completed with no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the sheath was rec'd torn and missing. The applier was rec'd without the collagen plug, which denotes that the marker clip was already deployed. As corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.